Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor on 2021-(B)(6) it was reported t hat the date of incidence was ¿early (B)(6)2021¿. The patient had a spinal fusion and had a strong hunched back; the patient was in a state of being susceptible to mechanical stimulation of the wound at the same site. Initially, there was no problem with the postoperative wound, and the patient was transferred to another hospital, but about a month later, bleeding from the wound was observed at the transfer destination and infection occurred. After that, the patient was treated with lavage and antibiotics etc. For 4 weeks, and the antibiotics were completed (local finding and blood test were all negative). Thereafter, the patient had a fever again in 3 days, and the patient was diagnosed with meningitis by a cerebrospinal fluid test. It was the physician¿s assessment that ¿about a month after the wound infection on the back, it went from bleeding to infection. Originally there was a surgical scar on the back, but the puncture was performed avoiding that part, and there was no wound at the part that overlapped with the surgical scar. Due to the hunched back, it was considered that it may have become a typical decubitus, and the device may have been exposed and infected. It was reasonable to think that the meninges were infected through the catheter from the wound on the back. The event recovered on 2021-(B)(6). It was further reported on 2021-(B)(6) that the patient¿s underlying disease was head trauma from 2017. The patient had a lumbar vertebral body fracture in 2017 (spine fixation). On 2021-(B)(6), the patient was transferred to another hospital (after that, there was bleeding from the back wound - date unknown). On 2021-(B)(6), the patient had a 40 degrees celsius fever. On 2021-(B)(6) the patient experienced pain, redness, and drainage in the back wound with gram-positive bacteria (+). On 2021-(B)(6) the patient was transferred to nanbu medical center/nanbu child medical, and emergency surgery was performed on the same day (cleaning of back wound, debridement). Both local negative pressure and antibiotics were started. On 2021-(B)(6) the wound was closed. On 2021-(B)(6) antibiotics were ended. On 2021-(B)(6) the patient had a fever again. On 2021-(B)(6) cerebrospinal fluid collection from the acce ssory port showed gram-positive cocci (+). The diagnosis was bacterial meningitis. Administration of vancomycin was started. The device was scheduled to be removed, and the dose was reduced to 40 mcg/day. On 2021-(B)(6) the dose was reduced to 30 mcg/day. On 2021- (B)(6) the complete system was removed. On 2021-(B)(6) the bactericide was changed to sulbacillin. The attending physician's assessment stated ¿in this case, posterior spinal fixation up to th12-l4 was performed. In the anterior fixation of l2 puncturing from l4 / 5 during the operation, but the catheter hit l3 and did not ascend any further. Therefore, there was no back flow even puncture was performed from l1 /2. Puncture from th12 /l4 (the puncture kit had been changed to a new one), and back flow was observed. The same part was the apex of the entire circle, and it was thought that it was susceptible to instrumental stimulation in the lying or sitting position. Actually, the patient was transferred to the hospital without any problem after the operation, but bled from the wound at the transfer facility, and the infection was discovered after that. The catheter dispenser and connector were infected and attempted to preserve them, but the entire system was infected and eventually removed.¿ the date of incidence for bacterial meningitis was 2021(B)(6). Therapy was discontinued, and the outcome was ¿remission¿. The causality was not attributed to the drug or programmer. The causality was attributed to the pump, catheter, and surgical procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0219792123 serial# implanted: 2021-(B)(6) explanted: 2021-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: annex b updated to b18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The products would not be returned as they were discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0219792123, implanted: (B)(6) 2021 explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0219792123, ubd: 28-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 50 mcg/day) via an implantable infusion pump for head injury. It was reported the pump system was removed on (B)(6) 2021 due to a diagnosis of meningitis due to infection of a pressure ulcer in the back connection. The system had been implanted on (B)(6) 2021. The outcome of the adverse event was unknown. The event was considered not causally related to the drug, pump, or programmer, and unknown if causally related to the catheter or surgical procedure. Further complications were not reported.